Event description:
It was reported that during the implant procedure there was difficulty placing the lead; the lead helix would not fully extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.